Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. Esophagram performed on (B)(6) 2015 prior to explant. Egd and dilation performed on (B)(6) 2016 prior to explant showed no esophagitis. Uneventful device explant due to moderate dysphagia on (B)(6) 2016. Linx device found in the correct position/geometry.